Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedures of cystoscopy, obytryx sling implantation, and laparoscopic sacrocolpopexy with lysis of adhesions during mesh implantation.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 to treat a cystocele, rectocele, and stress urinary incontinence and mesh was used. During the procedure, a boston scientific system product was also implanted into the patient. The patient experienced urinary incontinence, infection, erosion of mesh, scarring, and a prolapse. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.